Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While requesting assistance with programming the insulin pump, customer reported that he had just come out of the hospital. Details of the hospitalization were not provided. Blood glucose level was 247 mg/dl at the time of the call. No further information was provided.